Manufacturer narrative:
Investigation: four photos and five 1ml syringes in fully sealed blister packs from batch 8117616 (p/n 309628) were received and evaluated. It was observed one of the syringes was significantly deteriorated and one syringe was mildly deteriorated. It was also observed two of the syringes had some ink rubbed off onto the bottom web. It appeared the syringe most affected also had remnants of dried fluid present on the top web. Three of the syringes were rejectable per product specification. Machine logs indicate there were issues with the top web printer during the manufacture of this batch. The defect was replicated by soaking syringes in ink thinner. Potential root cause for the damaged barrel defect is associated with the equipment failure. It is likely the cover on the printer not being able to close caused ink to spill onto the machine. This required the use on ink thinner to clean the mess and inadvertently led to the thinner getting on the product a new and more sophisticated printer was added to the machine october 2018. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip scale markings are smudged. This occurred on 5 occasions before use. The following information was provided by the initial reporter: material no: 309628 batch, no: 8117616. It was reported that scale markings on syringes are smudged.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip scale markings are smudged. This occurred on5 occasions before use. The following information was provided by the initial reporter: material no: 309628, batch no: 8117616. It was reported that scale markings on syringes are smudged.